Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 392 mg/dl and 2 boluses were delivered to address the bg level. The contact did not know the cause of the high bg. During the bolus delivery, an occlusion alarm was received. The pump supplies were changed and another occlusion was received. The bg was 334 mg/dl and insulin injections were administered. The pump supplies were changed and the occlusion was resolved. Reportedly, the contact discussed the occlusions with a healthcare provider.